Event description:
Received information stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was in the 600's.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow-up report will be submitted.